Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, loss of capture and decreased r-wave were noted on the right ventricular lead. The physician suspected a micro-dislodgment. The lead was revised on (B)(6) 2019. The patient was stable before and after the procedure.